Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that entrapment and spline break occurred. During a rhythmia mapping procedure with a intellamap orion it was noticed that the catheter felt stuck in a non-bsc ablation catheter. Upon removal it was noticed that a spline was broken on the orion. The procedure was completed with another intellamap orion catheter. No adverse event for the patient was reported.